Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. (B)(4). According to the conformable gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to endoleak. Additionally, the IFU states: when multiple stent grafts are used to compensate for aortic taper or treatment length, adhere to the sizing guide in conjunction with the recommended guidelines below: overlapped stent grafts in an aneurysmal section should be 1 to 2 sizes different in diameter with an overlap of at least 3 cm. Always deploy the larger diameter stent graft into the smaller diameter stent graft. If overlapping devices of the same diameter, overlap by at least 5 cm. Use of multiple devices with differing diameters requires a treatment length of = 13 cm. Reportedly, the overlap length of two devices was approximately 10mm. According to the information reported, the disconnection was attributed to not enough overlap length.

Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular treatment of a type b chronic aortic dissection using a conformable gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® excluder® aaa aortic extender endoprosthesis. Reportedly, the overlap length of two devices was approximately 10mm on (B)(6) 2021, a follow up CT imaging revealed a disconnection between a ctag-ac device and an aortic extender device. A reintervention placing additional stent grafts was performed. The patient tolerated the procedure. It was reported the disconnection was attributed to not enough overlap length.